Event description:
It was reported that there had been a pump where the ¿gears went out¿. The drug used in the device system was unknown. Additional information had been requested.

Manufacturer narrative:
(B)(4).